Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was capped during a pacemaker change out for normal battery depletion. The lead had a history of insulation breech and potential fracture since 2005 and the device was programmed vvi at that time, taking the ra lead out of the system. Since the physician performed a procedure to change out the device the ra lead was capped and not replaced. No adverse patient effects were reported as a result of this issue.